Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump had multiple no delivery alarms over several weeks leading up to the call. Customer reported having a blood glucose level of 252 mg/dl prior to the call, and was at 277 mg/dl at the time of the call. The customer reported that he received a no delivery alarm five hours after a set change. The customer also reported that the insulin pump has had motor error alarms. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.